Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h2--type of reportable event corrected from "malfunction" to "serious injury." B5 d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." B3--date of event corrected from "09/01/2024" to "08/31/2024."

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was missing one side of the c-ring. Harvester stated that toward the very end of the case, they noticed that the c-ring became challenging to retract into the harvesting cannula. A small, clear piece of plastic was missing. Harvester looked inside the tunnel but could not be found. After the vein was removed and prepared, harvester looked in the leg again to no avail. At the end of the case, harvester milked and rolled any remaining blood out of the leg prior to closing the 2 small incisions harvester made, the outside of the leg was palpated, but nothing could be felt inside the leg and the small piece could not be identified as coming out. Harvester did not make any further incisions because they looked inside the leg with the scope once vein removed to see if they could identify it inside the tunnel. Unfortunately, harvester did not see it. Harvester noted, "if I had - I likely would have tried to pull it out, or if unable to do that, would have made a counter incision." Harvester continued with the same device because they only had a couple of branches left to be dealt with, and they were able to use the half cradler that was remaining. There was a delay of a few extra minutes to get those last few branches, plus the extra time looking inside the leg - but the surgeon was able to give heparin when they were done harvesting the lima. There has not been any patient harm. Patient is scheduled for an ultrasound to see if the piece can be identified. Harvester stated that they made their usual incision just below the knee and harvested the thigh saphenous vein (the lower leg was not harvested). Power supply was set to 3. Harvester cauterized the last 2-3 branches without using the c-ring and completed the case. Harvester then noticed that part of the c-ring was missing. Harvester stated that there was no significant bleeding or trouble with visualization during the case. Harvester fixed the conduit then placed the endoscope back into the tunnel to search for the missing component. Harvester was unable to find any detached piece(s). Lastly, harvester took a forceps and looked within the harvesting cannula but again nothing was found. Harvester made the surgeon and chief resident aware of the incident. Harvester noted that the patient suffered a post-operative stroke, was transferred out of the ICU but remained hospitalized. Harvester mentioned they had been having trouble with cord management and it very well may have been something they caused by having the jaws too close to the c-ring. Harvester noted that an ultrasound of the leg had been completed and was determined to be inconclusive. The chief resident told harvester that a CT scan of the leg may be ordered. The patient is now in rehab. Photos provided by the complainant show the c-ring missing a piece with evidence of blood.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Testing of actual/suspected device & testing of raw/starting materials: (10 & 114& 61 and 12): the device was returned to the factory for evaluation on 09/24/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected and melted down the center of the c- ring, attached to the metal arm of the c-ring, the scope wash tube was not observed in the photograph. No other visual defects were observed. An investigation was conducted on 10/03/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting cannula and a scope wash tube was returned for evaluation. After review of the similar complaint related, the scope wash tube belonged to the related complaint, one track (B)(4), which was confirmed by the photographs provided by the account. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be transected and melted down the center of the c-ring. The c-ring was attached to the metal arm of the c-ring, it was observed that there was melting on the end of scope wash tube that remained inside the cannula. No other visual defects were observed. Based on the photographic evaluation as well as the evaluation results, the reported failure "break- c-ring" was confirmed as well as the analyzed failure "break; scope wash tube" was observed. Trend analysis: (4110/213& 67) the overall ¿cannula ¿ 24 month complaint trend data for the period oct -2022 through sept -2024 was reviewed. The overall complaint rate was found to be (B)(4) and is below the mean. There were no triggers identified for the review period communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Analysis of production: (3331/213 & 67) the lot # 3000402275 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. [Ncmr #(B)(4)-two complaints (#(B)(4)) were reported because there was no movement of the hot and cold jaws when thumb toggle on hp2 tool(c-vh-4000) was moved to the fully open and closed position. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was missing one side of the c-ring; a small, clear piece of plastic was missing. Harvester looked inside the tunnel but could not be found. After the vein was removed and prepared, harvester looked in the leg again to no avail. At the end of the case, harvester rolled and remaining blood out of the leg prior to closing the 2 small incisions harvester made, the outside of the leg was palpated, but nothing could be felt inside the leg and the small piece could not be identified as coming out. Harvester did not make any further incisions because they looked inside the leg with the scope once vein removed to see if they could identify it inside the tunnel. Unfortunately, harvester did not see it. Harvester noted, "if I had, I likely would have tried to pull it out, or if unable to do that, would have made a counter incision." Harvester continued with the same device because they only had a couple of branches left to be dealt with, and they were able to use the half cradler that was remaining. There was a delay of a few extra minutes to get those last few branches, plus the extra time looking inside the leg, but the surgeon was able to give heparin when they were done harvesting the lima. There has not been any patient harm. Patient is scheduled for an ultrasound to see if the piece can be identified. Photos provided by the complainant show the c-ring missing a piece with evidence of blood.